Event description:
It was reported by service report that the footboard was not working. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: debris in the connector.